Event description:
On 07-jan-2026, pentax medical became aware of an event involving a pentax medical video colonoscope model ec38-i20cm serial number (B)(6) in france within the emea region. During an endoscopic procedure, adequate visibility could not be obtained, and the practitioner was unable to make a reliable diagnosis. As a result, the procedure could not be completed. There was no report of patient harm. This event meets the requirements for FDA reportability. However, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: this device is not distributed in the USA, therefore the PMA/510(k) number is not applicable. Pentax medical emea performed a good faith effort (gfe) to gather additional information regarding this event and received a response via email on 03-feb-2026. Clarification was requested regarding the statement that "the examination was not possible," specifically whether the procedure was discontinued or completed using an alternative device; however, this information could not be obtained. According to the information received, no harm to any patient or user was reported, and the affected device has already been returned to service. Although detailed information regarding the reported event could not be obtained, this report is being submitted in accordance with FDA reporting requirements. Investigation is in process. If additional information becomes available, a supplemental report will be filed with the new information.

Manufacturer narrative:
Correction information: b4: date of this report - updated. G6: follow-up #: 1. H2: if follow-up, what type? - updated. H3: device evaluated by manufacturer - "no" to "yes". H6: codes updated - component code, type of investigation, investigation findings, investigation conclusions-updated. Additional information: d4: primary unique device identifier (UDI), h4: device manufacture date, h11: evaluation summary. Evaluation summary: the reported event was inadequate visibility to make a reliable diagnosis during a procedure. No patient harm has been reported to date. Based on the investigation and repair record, it was considered that physical impact such as vibration, drop, or shock, or fluid damage to the cmos driver pcb or cmos module, may have caused the issue. A device history record (DHR) review was performed by the manufacturer. The DHR review confirmed that the endoscope was manufactured at miyagi on 13-jun-2023 under normal conditions. During the in-process inspection, cis adjustment failure was detected, and cis assembly replacement was performed. However, it was confirmed that the endoscope passed all required inspections and was released accordingly. The actual date shipped was confirmed as 06-jul-2023. Based on the trend analysis, no significant increase or upward trend in repair complaints related to this failure mode was identified. Pentax medical has not received any further information for this event and therefore considers this medwatch report closed.